Event description:
Attorney called to state that end user had surgery for a bone spur and achilles tendon surgery. Doctor recommended a knee walker. She was in the kitchen using the walker and it fell over to the left, went to the side. Had to have a second surgery on her achilles tendon. Weight: (B)(6) . Attorney was somewhat unclear and uncertain as to how the incident happened and indicated he would send all paperwork. No item number was provided.